Manufacturer narrative:
As reported the motor of the device continued to run when not in use. The subject device was returned for evaluation. Sample evaluation finds for fluid ingress into the battery compartment resulting in a thermal event. This resulted in the performance issue reported. Based on evaluation of the device it appears the cause of the short circuit was the irrigation fluid leaked into the pump housing and presented in the area the pc board, resulting in the unit short circuiting. Cracks and excessive sealant were identified on the motor mount which appears to have allowed fluid to pass on to the pc board and battery compartment. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Based on our evaluation and the condition of the device, the root cause is determined to be manufacturing related. Sample evaluated.

Event description:
As reported, during a case on (B)(6) 2021, it was noted that the bard/davol hydrosurg plus w/ smokevac trumpet valve & tip irrigator motor continued to run even when not in use. There was no issue completing the case. There was no reported patient injury.